Manufacturer narrative:
All operating currents were within specification and no unexpected low battery or off no power alarms were noted. The insulin pump passed the off no power test, self test, and restart error test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed, including the occlusion, prime, and excessive no delivery alarm tests, due to the alarm for the loose drive support disk. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. It was reported that 911 was called for low blood glucose levels and customer was treated at the scene. Customer's blood glucose reading was 20 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.